Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.3, lab: 9.5. Therapeutic range: 2.0-3.0. Pt does have paralysis; unk if blood was taken from a limb affected by paralysis. Customer tested himself on the inratio meter and strips. Result was a 1.1.

Manufacturer narrative:
Investigation pending.